Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for an iliac angioplasty procedure, the stent moved on the balloon. A 6.0 x 30 x 75 cm express ld iliac / biliary stent was selected. When they took it out of the hoop, they noticed that the stent was half off the balloon. It never went inside the patient's body. Grabbed another stent of the same size and model then completed the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during preparation for an iliac angioplasty procedure, the stent moved on the balloon. A 6.0 x 30 x 75 cm express ld iliac / biliary stent was selected. When they took it out of the hoop, they noticed that the stent was half off the balloon. It never went inside the patient's body. Grabbed another stent of the same size and model then completed the procedure. No patient complications were reported and the patient's status is fine.